Event description:
On initial contact, dentist reported handpiece overheating, and burned inside of a pt's mouth. Contacted office in 10/2009 and dentist said she noticed meat of mouth of pt was white. The customer did not complain. No additional pt info available at time of contact.